Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open. A field service engineer (fse) provided remote assistance and attempted to pop cubies and clear the failures but was unsuccessful. The issue appeared to be related to the sensors. The fse then inspected the auxiliary legacy drawer and identified a broken retractor band as the cause of the problem. The fse replaced the broken band and tested the drawer using the hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was not opening. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.